Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that sometimes it can be 100 points higher or lower. Customer also stated that it is within 5 to 10 points of a finger stick. Customer reported having a low blood glucose level and was found with a cut on his head. Customer was bleeding and the pump said to call 911 due to low threshold suspend. Emergency medical services were called out and they administered glucose via an IV and the customer's daughter administered glucagon. Customer's wife thought he might have a concussion. Customer does not want to troubleshoot. Customer mentioned feeling sick and showing up. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.